Event description:
The right ventricular (rv) and the right atrial (ra) leads were cut at the ends on 11 jul 2025 and remained implanted.

Manufacturer narrative:
The reported event was infection. Only connector portion was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found, additional findings unrelated to the reported event indicated that visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
It was reported that the patient had infection at the device implant site. The patient's pacemaker was explanted and the right ventricular (rv) and the right atrial (ra) leads were cut at the ends and remained implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.